Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported , particle in 50 ml syringe. Laser induced breakdown spectroscopy was performed, and was found to be ''likely poly (acrylonitrile butadiene)''.

Manufacturer narrative:
Pr (B)(4) follow up: a dark polymeric particle was reported within a 50ml syringe. Because a physical sample was not returned, a comprehensive sample evaluation could not be performed. To support the investigation, the quality team reviewed one photograph and one accompanying report provided by the customer. The photograph depicts a rounded, dark colored particle positioned on a glass plate. The submitted particle analysis report includes five images of the particle and concludes that the material composition is likely poly (acrylonitrile butadiene), however, no percentage match or detailed was provided to substantiate this conclusion. As a result, no additional definitive information could be obtained from the materials supplied. Poly (acrylonitrile butadiene) is not associated with any components or materials used in the manufacturing process for this device. A review of the device history record was conducted for material number 309653, lot 5149089. This review did not identify any quality issues during manufacturing that would be expected to contribute to the reported condition. There were no related quality notifications associated with this lot, and all manufacturing processes and final inspections were performed in accordance with applicable specifications. At the time of this review, no similar events have been reported for this lot. Based on the information available, including the photographic evidence and the submitted report, the customer reported observation of a particle is confirmed.